Event description:
It was reported that the patient was getting in and out of bed and felt a popping. It was noted that the stimulation then was lower in her body than previous; the patient needed stimulation in her thigh and hip and the stimulation was then in her knee to foot. It was noted that there was a lead migration and that the patient would have a lead revision to move the leads back up to t8. It was noted that patient symptoms associated with the event included less than 50% therapy relief at the lead location. It was further reported that the leads were revised on (B)(6) 2014. The same leads were used, but the anchors were replaced with new anchors. The health care professional suspected that the anchors did not grasp the leads with enough force so the leads easily pulled down. When the patient was opened at the midline wound, the anchors from the initial implant were sutured firmly into the fascia. The sutures were cut to free up the anchors from the issue and the leads were disconnected from the implantable pulse generator. They were easily removed and the anchors slid off the leads not requiring the anchor removal tool. It was further reported that the patient had a surgery follow up visit on (B)(6) 2014 and was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, serial# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis of the anchors found the anchor had migrated. It was noted that even though the anchor was within specification, it had migrated on the lead and was returned intact yet detached from the lead; the cause of the migration was unknown.